Event description:
It was reported that the bd intima-ii¿ closed IV catheter experienced leakage, and catheter cracking. The following information was provided by the initial reporter: pushed without resistance, but the connection leaked. Device inspection found small cracks.

Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1348325. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. DHR review(lot#1348325): the complaint gauge is 24g, assembly at auto line 2 in dec. 2021, packaging at cfs packing machine in dec. 2021, lot quantity is 186k. Reviewed the in process test and outgoing test reports for this lot products, all test results met product specifications, w/ no abnormality. Reviewed the production records and machine troubleshooting records for this lot products w/ no abnormality, deviation or rework activity. Leakage test the retained sample of this lot, no leakage is found. No abnormality is found on processes and retained sample. As no defective sample returned, further analysis cannot be done, and the root cause of the complained defects cannot be determined.